Event description:
The customer (respiratory therapist) reported that tidal volumes were not being delivered, and the percent of oxygen was not being delivered as expected. The device was not in patient use at the time of the event. When the oxygen setting was set to 100%, the fio2 readout increased only to 25%. The unit failed fio2 cell calibration at 100% despite the installation of two new fio2 cells. The device was removed from service. No patient involvement or patient harm was reported. Service troubleshooting confirmed failure of the fio2 calibration at 100% oxygen. Replacement of two fio2 cells did not resolve the issue, and an on-site work order was created for further service. At this time, no components beyond the fio2 cells have been replaced, and full corrective repair has not yet been completed. The device has been removed from clinical service pending further evaluation and repair. The investigation remains open.

Manufacturer narrative:
The manufacturer previously reported: "the customer (respiratory therapist) reported that tidal volumes were not being delivered, and the percent of oxygen was not being delivered as expected. The device was not in patient use at the time of the event. When the oxygen setting was set to 100%, the fio2 readout increased only to 25%. The unit failed fio2 cell calibration at 100% despite the installation of two new fio2 cells. The device was removed from service. No patient involvement or patient harm was reported. Service troubleshooting confirmed failure of the fio2 calibration at 100% oxygen. Replacement of two fio2 cells did not resolve the issue, and an on-site work order was created for further service. At this time, no components beyond the fio2 cells have been replaced, and full corrective repair has not yet been completed." The trilogy evo was returned and evaluated by the philips product investigation lab (pil). Pil installed the trilogy evo system pca onto a pil trilogy evo stb and performed fio2 hw verification, fio2 valve current verification, and fio2 receptacle verification using the pil trilogy evo multifunctional test station, with the system pca meeting all acceptance criteria. Pil then operated the system pca on a test lung for approximately two hours, during which it functioned as intended without anomalies. Based on these results, pil concluded that the system pca is operating within its design specifications. The reported failure of oxygen delivery is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h34011699924e review confirms that the device met the final acceptance criteria and was released for final distribution.